Event description:
It was reported through iris per that this right ventricular (rv) lead was repositioned due to dislodgement with intermittent loss of capture (loc). No additional adverse patient effects were reported.